Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with server. A technical support specialist performed to back up the database in d drive, checked for any retry error, synchronize info 2.0 under pharmacy enterprise structure and graphical user interface, done a port test on the station, proceed on pinging the station from the server, dropped the database, repaired the app, done full synchronize the device, fixed the rss agent by re-installing it and reregister the component manager to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.